Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image is not displayed due to a malfunction of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation attributed the issue to a failure of the video cable connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center connector was faulty, showing that the image flickered occasionally when the device was connected with an endoscope, but the object was visible. This occurred during preparation for use in a diagnostic procedure. The procedure was completed with a similar device with no delay. There was no report of patient harm.